Event description:
The customer reported that the device failed opcheck with shock equipment malfunction. No reports of pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.